Event description:
It was reported that the patient underwent initial left wrist fusion. Subsequently, the patient experienced delayed union of the wrist and pain and later was revised due to fracture of plate and screw. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : unk cannulated screw. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report 0001825034 - 2019 - 04079.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified that one screw is fractured and the plate is fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device discarded.

Event description:
It was reported that the patient had a left total wrist implant. Subsequently, the patient was revised due to fracture of the plate. No additional patient harm has been reported at the time of this report.